Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol perfix plug and ventralex st patch on (B)(6)2016 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of two perfix plugs (device 1 - left and 2 - right). Per op notes, "an incision was made in the left groin, a large perfix plug (device 1) was placed to the cooper's ligament using prolene sutures. The same approach was used on the right side, a large perfix plug (device 2) was placed using prolene sutures." (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia repair thereby underwent open repair with the implant of ventralex st mesh (device 3). Per op notes, "the previous inguinal scar was identified on the right inguinal region. The hernia ac was identified of the previously placed mesh (device 2). A ventralex st mesh (device 3) was paced into the preperitoneal space."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4 (product catalog no, UDI no, lot no, expiry date), d.6a, g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol ventralex st mesh (device 3). An additional supplemental emdr was submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol perfix plug and ventralex st patch on (B)(6) 2016 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.